Event description:
Additional information was received indicating that the lead was not capped and the device was not explanted. Instead, the device was reprogrammed to deactivate the lead and device.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of noise were observed on the right ventricular (rv) lead that were recognized and treated as ventricular fibrillation. Additionally, high pacing impedance, low sensing, and loss of capture were observed. The implantable cardiac defibrillator was explanted and the leads were capped as the patient's indication had changed. The patient was in stable condition.